Event description:
The customer states that erratic results are being generated on multiple assays on the architect c8000 analyzer. The customer states that four patient samples in a row gave abnormally low results. The customer only provided results for one sample, where an initial result for the sodium assay of 93 mmol/l and an initial result for the calcium assay of 3.8 mg/dl were generated. No error codes/messages were generated and no suspect results were reported from the lab. The customer noticed a large hanging drop from one of the dryer tip nozzles, and some moisture around the cuvettes near the cuvette washer. Also, it appears to the customer that the cuvettes are not being washed correctly. The customer requested a service call. There has been no reports of any impact to patient management as a result of this issue.

Manufacturer narrative:
(B)(4). Ict module list#:9d28-03; cuvette wash pump tubing (B)(4). An abbott field service representative (fsr) visited the customer site and found a clog in the high concentration waste fitting. The fsr removed the clog and ran the cuvette wash successfully. The causative agent for the high concentration waste fitting clog was documented as the cuvette wash pump tubing. The architect system operation manual (B)(4), the calcium package insert (B)(4) and the ict sodium, potassium and chloride package insert (B)(4) were reviewed and were found to contain adequate information on specimen collection and preparation, cautions and limitations of the procedure. A service history review found no additional unresolved incidents of the architect c8000 analyzer (B)(4) generating discrepant results since the fsr removed the high concentration waste fitting clog and replaced the cuvette wash pump tubing. No adverse trends due to issues with discrepant results or issues with cuvette wash pump tubing causing discrepant results were found for the architect c8000 analyzer. A malfunction of the architect c8000 system was identified the most probable cause of the erratic results was the malfunction of the cuvette washer. The actual cause of the discrepant results could not be determined with the information available. Based on the available information and this current evaluation, no deficiency was identified for the architect c8000 processing module list no. 01g06-01, or the cuvette wash pump tubing (B)(4) related to the current issue under investigation. This is a final report.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. An investigation is in process